Event description:
It was reported that the customer experienced a high blood glucose level, although the specific value remained unknown and was displayed as "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump. Technical support guided the customer through various inspections of the infusion site and tubing and recommended consulting a healthcare provider to further address the blood glucose issue. The customer was advised to replace supplies if necessary and continue insulin therapy, understanding the recommendations given.